Manufacturer narrative:
An event regarding missing pin holes on a triathlon single use 4:1 cutting block was reported. The event was confirmed. Inspection of the returned device confirmed the reported event. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the lot. Conclusions: the root cause of the event was determined to be a supplier-related manufacturing non-conformance. Nc has been raised to further investigate the non-conformance. The investigation points to human error and line clearance as the root cause of this nonconformance. Operator error, or specifically omission error, caused the pin holes of one unit to be missing.

Event description:
It was reported that during a primary knee procedure, surgeon opened the package and noticed that the device was missing the 2 pin holes on the side. Surgeon used device and completed the case without any reported delay or adverse consequence.